Event description:
A recently implanted patient indicated for bowel dysfunction and gastrointestinal/pelvic floor reported they experienced a return of symptoms. On (B)(6) 2016, the patient was not feeling stimulation and their improvement stopped. Their leakage was worse than before implant and this was noted to be a sudden change. The patient was to continue to increase stimulation until 50% improvement was seen and follow up with their doctor on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.